Manufacturer narrative:
Additional information: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with three battery spacers missing. During analysis, the reported issue able to be duplicated, at startup there was red screen and error code 41541. The optic flex cable will be replaced during the repair process for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed and had red screen. It displayed error 41541-2003. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.